Manufacturer narrative:
Product complaint # :(B)(4). Date sent to the FDA: 7/13/2021. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information: d9, h6, h3, h4, d4. Additional h3 investigation summary: h3 investigation summary: the product was returned for evaluation. Visual inspection evaluation was conducted on the returned device. Visual analysis of the returned sample determined that one opened sample (strand double armed) of product code 8522h was received for evaluation and the strand was broken in two section, damage on the surface, elongation, fraying and split at the suture end could be observed. The condition of the sample received indicate an improper handling of the device. As with any device, care should be taken to avoid damage to the strand when handling. Avoid the crushing or crimping action of the surgical instruments, such as needle holders and forceps. As part of our quality process, the manufacturing records of this lot-serial number were reviewed, and the manufacturing standards were met prior to the release of this batch. It should be noted that as part of our quality process, the device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. A manufacturing record evaluation was performed for the finished device batch qjbhlz, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested and the following was obtained: how long was the surgery extended? 30 minutes. Were there any unexpected outcomes or complications as a result of the prolonged surgery time? Unexpectedly longer machine time for the patient, without complications. Was the patient treatment altered in anyway due to the prolonged surgery time? If yes, please explain. ? No. Patient¿s current status? Released and in rehabilitation. It was reported that "on the 2nd suture, the suture split open". Did the 2nd suture broke or did it frayed? 2nd suture was frayed. Attempts are being made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. (B)(4). Event of suture breakage captured via 2210968-2021-05381. Event of suture fraying captured via this report..

Event description:
It was reported that a patient underwent anastomosis suture on the heart on an unknown date in (B)(6) 2021 and suture was used. The suture broke. The procedure time was considerably prolonged and thus also the time during which the patient was cared for on the heart-lung machine. The procedure was overall completed using a new like device and there were no adverse patient consequences. Additional information was requested.